Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the oxygen (o2) sensors were past their "install by" date. The o2 sensors were shipped on (B)(6) 2013 with an "install by" date of (B)(6) 2013. There was no patient involvement.